Event description:
While attempting to place an 18g accucath in patient's lac, the accucath guidewire appeared to fishhook and became lodged under patient's skin. Pa was contacted. Pa made small skin nik and wire was removed intact. Dressing of gauze and tape applied. Patient tolerated well.